Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it could be due to a cleaning issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source was alarming with a b30 scope communication error during an unspecified therapeutic procedure. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.